Manufacturer narrative:
(B)(4). Device evaluation: review of the black box data revealed two ¿low battery¿ warnings associated with the same battery. No evidence of excessive battery usage was observed in the black box data. On examination, the case at the battery compartment was noted to have a crack below the bumper pad. There was no visible moisture inside the battery compartment. The battery cap that was returned with the pump for investigation was able to be properly secured to the pump. There was no loss of power during the investigation. The current draws were found to be within specifications. The pump was opened for investigation revealing no evidence of moisture contamination inside the pump. The battery terminal contacts were found to be within specifications. Unrelated to the complaint, the display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible. Investigation was unable to duplicate or verify the complaint of excessive battery usage.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was faded, discolored and difficult to read.